Manufacturer narrative:
(B)(4).

Event description:
It s reported that patient presented for follow-up with multiple vt/vf episodes and aborted shocks due to noise. All electrical measurements were normal and in-range. Diagnostic imaging showed no visual anomalies. Programming changes were made. Patient will be followed up routinely. Device remains implanted.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The portion of the lead that was returned exhibited normal electrical characteristics. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received notes that the lead was explanted and replaced.